Event description:
A (B)(6) customer contacted customer service about his contour meter. The customer rec'd a blood glucose reading of 3.8 mmol/l from his contour meter and a reading of 10.1 mmol/l from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.